Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with shot of 11 units insulin. The customer's mother stated that her daughter's insulin pump got insulin flow block alarms. Troubleshooting was provided for insulin flow block alarms. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will not be returned for analysis.